Manufacturer narrative:
The data and information provided by the customer were reviewed and support the complaint issue. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review for the list number did not identify any related trends. A review in the corrective and preventive actions (CAPA) system did not identify any nonconformances, potential nonconformance or deviations associated with the complaint assay. The overall performance of the architect magnesium assays in the field was reviewed using data gathered from customers worldwide. The patient median data were analyzed and compared to an established control limit. This evaluation indicated that the patient median result for the lot numbers in the field for lot number 73190ud00 is within the established control limits, indicating that the lot is performing acceptably in the field. Labeling was reviewed and was found to address the customer reported issue. Based on this investigation, no systemic issue or deficiency was identified with the architect magnesium assay, lot number 73190ud00.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 instrument. The following results were provided: sid:(B)(6). Gender: male age: 83. Initial result 6.31 mg/dl, repeated 2.06 / 2.03 / 2.22 mg/dl. (Customer ref range ref range 1.8 -2.4 mg/dl). No impact to patient management was reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 instrument. The following results were provided: sid: (B)(6). Gender: male age: 83 initial result 6.31 mg/dl, repeated 2.06 / 2.03 / 2.22 mg/dl. (Customer ref range ref range 1.8 -2.4 mg/dl). No impact to patient management was reported.